Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder did not activate. The dc extension cable was changed twice, but the hemopro still would not activate. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.